Event description:
The customer reported "poor contact for cables." There was no report of patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.